Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report 3006705815-2021-02620. It was reported that patient experienced ineffective stimulation and found their therapy uncomfortable. Patient stated the device therapy was turned off however they felt uncomfortable therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.